Manufacturer narrative:
(B)(4). H10 = corrected data: h6 was omitted on the previous report.

Manufacturer narrative:
(B)(4). Batch # unk. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a package with a black reload inside and damage can be seen at the top of cartridge tip. Based on the photo, no conclusion could be reached as to what may have caused the reported incident. The assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that a sr75 cartridge was returned inside the sterile package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blisters were found to be damaged at the top of cartridge tip. No conclusion could be reached as to how the packaging became damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested and the following was received: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Plastic. Was sterility compromised as a result of the packaging damage? Yes, it was.

Event description:
It was reported that during the colorectal surgery, before the device was used on the patient, it was noted the plastic part of the packaging was damaged and the sterility was comprised. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.